Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient need MRI and did not have external equipment with. Caller noted the patient (pt) doesn't think the therapy had been working properly. Caller clarified stating that the pt had the ins placed for retention and they doesn't feel like they had been able to go as well and it felt like they were retaining more. Additional information was received from the health care professional (hcp). The hcp stated that the patient experienced urinary retention prior to the device. The hcp stated that it was unknown if their retention worsened as the result of the device or therapy. It was also unknown about the patient's 'standard of care' was catheterization prior to the device. The hcp stated that the patient was last seen on (B)(6) 2024. Pvr was 17 ml. The hcp confirmed that they did not receive any calls from the patient with any complaints of retention.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.